Manufacturer narrative:
The customer informed to have changed the proximal line filter, and the circuit. However, it did not resolve the issue. The device was returned for evaluation and repair. Covidien engineers found the temp probe receptacle on the side of the vent broken. It was replaced, and ventilator ran for three days without an alarm. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during pt use, the ht50 ventilator generated a "check prox alarm'. The pt was transferred to another ventilator. There was no reported pt injury.